Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a test strip port issue with her adc blood glucose meter. Customer further reported that on (B)(6) 2018 she noticed her feet and toes were numb, she had dry mouth, and couldn¿t sleep, so she called the paramedics. Upon arrival, the paramedics received a reading of 400 mg/dl on their meter, treated her with unspecified IV fluids and transported her to a local hospital. At the hospital, customer was given 10 units of insulin. Customer was kept in the emergency room for three hours for observation. A repeat blood glucose test produced a reading of 171 mg/dl and customer was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter returned and investigated with retained test strips. The meter did power on with button depression and with strip insertion. A port issue was not observed. The complaint is not confirmed.

Event description:
Customer reported a test strip port issue with her adc blood glucose meter. Customer further reported that on (B)(6) 2018 she noticed her feet and toes were numb, she had dry mouth, and couldn¿t sleep, so she called the paramedics. Upon arrival, the paramedics received a reading of 400 mg/dl on their meter, treated her with unspecified IV fluids and transported her to a local hospital. At the hospital, customer was given 10 units of insulin. Customer was kept in the emergency room for three hours for observation. A repeat blood glucose test produced a reading of 171 mg/dl and customer was discharged. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported a test strip port issue with her adc blood glucose meter. Customer further reported that on (B)(6) 2018 she noticed her feet and toes were numb, she had dry mouth, and couldn¿t sleep, so she called the paramedics. Upon arrival, the paramedics received a reading of 400 mg/dl on their meter, treated her with unspecified IV fluids and transported her to a local hospital. At the hospital, customer was given 10 units of insulin. Customer was kept in the emergency room for three hours for observation. A repeat blood glucose test produced a reading of 171 mg/dl and customer was discharged. There was no report of death or permanent injury associated with this eve

Manufacturer narrative:
The reported test strips have not been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported meter was previously returned and investigated, no further investigation for the meter will be performed. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Dhrs for all omni strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that omni strips continue to be safe, effective, and perform as intended in the field. Stability data for omni strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and omni test strips, no further track and trend review was required as there were no confirmed complaints. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.